Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the contact was wondering why the bolus delivery took so long as the insulin on board (iob) stated 4u with 6:00 time remaining. Tandem technical support reviewed the iob feature with the contact as the iob represented how long the insulin that has already been delivered is going to be active inside the body. The contact understood and thought that the customer's high blood glucose level was related to the iob.